Event description:
Pt's husband reports; in 2006, the pt passed away after prolonged troubleshooting during which time there was intermittent episodes of neurological impairment which the husband attributes to the activa dbs therapy. The pt was implanted with the dbs system in 2004. The pt reportedly had several neurological defecits immediately following, including obtundation, difficulty swallowing, paranoia, low voice volume and dementia which appeared to worsen when the therapy was on and would lessen when the therapy was off. The electrodes were eventually removed, however, the pt's condition continued to deteriorate. The pt eventually passed away at a nursing home while asleep. The MFR was unable to confirm the events, or the death, despite contact with doctor two different d a copy of the letter received from the pt's husband is attached. A follow up report will be sent if add'l info is received.